Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited chronic lead noise. The noise was reproducible in clinic with isometric testing. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient's condition was stable post procedure.